Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Ventricular connector tested ok using insertion tool (B) (4). A is-1 lead was inserted into the ventricular connector block, tightened with medtronic torque wrench. The lead was tugged and remained stationary. Upon visual inspection, it was noted that the grommet had been damaged. Upon visual inspection, it was found there was foreign material observed within in the setscrew cavity.

Event description:
It was reported that during the implant procedure pacing failure was confirmed in a few minutes since a pacemaker was connected to a lead. By a pacemaker check, it was discovered that a cause of the pacing failure was oversensing. Failure connection seemed to be a cause. Several times careful connection was performed, but the pacing failure continued. The use of this pacemaker was refrained from. Pacemaker connector did blood ingress and the grommet damage was found. The device was not implanted. No patient complications have been reported as a result of this event.